Event description:
It was reported that during a shoulder arthroscopy, the blade outer shaft separation. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). Upon review of the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. Additional information and picture received by the reporter confirms the blade breakage took place external to the patient which will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.